Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field events of loss of sensing and high impedance were confirmed in the laboratory and were caused by a damaged ring seal. The damaged ring seal prevented the lead from fully inserting into the header bore and resulted in the lead electrodes not properly aligning with the contact springs.

Event description:
It was reported that patient presented for device upgrade. When the leads were connected to the device, high impedance and no sensing were observed. Device was replaced. The patient was fine post-procedure.